Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high out of range atrial impedance measurements, associated with a medtronic atrial lead. No system changes have been initiated to date and technical services was later contacted for programming options/recommendations. No resulting adverse patient effects have been reported and to date, no medical intervention nor root cause was identified.